Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button on the pump was no longer working to activate the touchscreen. The screen display could be activated when the pump was plugged into a power source. The customer's blood glucose level was not impacted.